Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for lower back or arm pain. It was reported that the area surrounding the implantation was hot and painful. The area around the ins became hot when the ins was turned on a while ago. Recently, the area around the ins was painful. Pain occurred mainly when the device was turned on, but sometimes also when the device was off. If it was turned off, the pain around the ins would be a little easier, but the vitals lower back and arms would become painful. It was unknown if there were any contributing factors. Patient was asked to consult with their physician. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.